Manufacturer narrative:
E1 initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with prismaflex st100 set, the circuit was filled with air and needed to be replaced two times in a row. The treatment was terminated without returning the extracorporeal (ec) blood to the patient twice. No patient symptoms were reported; however, albumin infusion was performed. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.